Event description:
It was reported that patient underwent total hip arthroplasty in 2003. Subsequently, revision procedure was performed in 2007, due to pain. Wear was noted on the explanted polyethylene liner.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Although product was returned in 2008, manufacturer could not be identified until further information was received approx seven and a half months later. Evaluation of returned device found no evidence of product nonconformance. The evidence suggested high stresses on the liner edge and a high level of wear. Current information is insufficient to permit a conclusion as to the cause of the event.